Event description:
Procedure: lap chole. According to the reporter: the pouch of the device disengaged when it was opened after insertion. Nothing fell into the pt's cavity and there was no report of injury.